Event description:
Boston scientific crm received information that this right atrial (ra) lead presented with atrial undersensing on the electrocardiogram. An interrogation of the associated device revealed that there were low amplitudes and no atrial capture at maximum outputs. The device was then reprogrammed to the most sensitive atrial sensing. Sensing was observed but there was still no capture. It was suspected that this ra lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
A revision was performed and this ra lead was capped and abandoned. A new competitor's lead was then successfully implanted. No additional information is available. If any additional information does become available, this report will be updated.